Event description:
While priming, no insulin came through the device adapter. Insuli appeared to be collecting around the adapter and the neck of the insulin cartridge. Pt tried an additional adapter, from the same lot, and the device generated a cartridge/adapter alert. Pt was able to resolve the concern by switching to a different lot of adapters. Pt's blood glucose was not affected and no treatment was received.